Manufacturer narrative:
Device used for treatment and not diagnosis. Add'l pro code: max. No visible damages; the implant is in perfect condition. Referring to the event description the dimension of the implant height has to be checked. The dimension meets fully to the specifications. The implant also has the correct length and width and correct etching. These drawings call out acceptable overall dimensions for this implant, (B)(4). The implant labeling and etching on the returned implant is consistent with the drawings. The chu engineer reviewed the design and clinical risk assessment for this device (B)(4). By definition, the hazard of this complaint is not applicable to a design and clinical risk analysis.

Event description:
During l3-l4 alif surgery on (B)(6) 2013, two issues occurred. The first involved the pdl distractor which did not retain the opening in the disc space. There were two in the set and the surgeon wanted to use both at the same time but as a result, could only use one of the distractors. The second issue involved the implant. After using the trial to determine the size of the implant, once opened, the implant seemed a lot smaller than the trial indicated. It was noted that the implant was labeled correctly with the box. The surgeon re-trialed another size, and the second implant matched up with the trial and there were no issues. It was felt that the issue involved the implant, not the trial. The surgery was prolonged approximately 2 - 4 minutes due to both issues. No adverse effect was noted to the patient.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. Product development evaluation not yet complete. This device was used for treatment. Placeholder.